Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the connectors were buried deeper. The ipg and the lead were not revised.

Event description:
A report was received that the patient was experiencing leg pain and leg weakness, nausea and vomiting secondary to increase low back pain after staple removal post scs implant. The patient was in mild distress due to pain and appeared to have increased pain at the anchor site during revision. It was noted that the anchor has moved and was slightly protruding that was causing some slight inflammation around the site. Tenderness on palpation and swelling was also noted at the lead incision site. The patient was prescribed pain medication. The patient will undergo ipg, lead and clik anchor revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: sc-2218-50, model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing leg pain and leg weakness, nausea and vomiting secondary to increase low back pain after staple removal post scs implant. The patient was in mild distress due to pain and appeared to have increased pain at the anchor site during revision. It was noted that the anchor has moved and was slightly protruding that was causing some slight inflammation around the site. Tenderness on palpation and swelling was also noted at the lead incision site. The patient was prescribed pain medication. The patient will undergo ipg, lead and clik anchor revision.